Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07922. It was reported that a burr became stuck on wire. The 80% stenosed, 16 mm long with vessel diameter of 3.00 mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 1.50 mm rotalink¿ burr and a rotablator rotational atherectomy system were selected to treat the target lesion. During procedure, when physician attempted to treat the target lesion, it was noted that the burr and rotawire were twined together during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07922. It was reported that a burr became stuck on wire. The 80% stenosed, 16 mm long with vessel diameter of 3.00 mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 1.50 mm rotalink&#10242;urr and a rotablator rotational atherectomy system were selected to treat the target lesion. During procedure, when physician attempted to treat the target lesion, it was noted that the burr and rotawire were twined together during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient&#38112;status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. A test guide wire was successfully loaded through the device with no resistance encountered. An attempt was made to retrieve the handshake connection from under the catheter body. It was not possible to retrieve the handshake connection. The housing of the catheter was dismantled in order to retrieve the handshake connection. The handshake connector was contained within the sheath of the catheter. The sheath was cut and the handshake connector was exposed. The handshake connection was inspected and was observed to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07922. It was reported that a burr became stuck on wire. The 80% stenosed, 16 mm long with vessel diameter of 3.00 mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 1.50 mm rotalink¿ burr and a rotablator rotational atherectomy system were selected to treat the target lesion. During procedure, when physician attempted to treat the target lesion, it was noted that the burr and rotawire were twined together during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.